Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare provider indicated that the patient had increased pain at pocket site, drainage and bleeding in battery pocket, and their wound reopened. They stated the surgical site on the back had no infection or problems, but the surgical site at the battery pocket was infected with drainage, bleeding, and dehiscence. It was noted that the patient's diabetes may have contributed to the issue. They stated the patient was on antibiotics to resolve the issue. The device was explanted and discarded.